Manufacturer narrative:
(B)(4). Product code: jow. PMA/510(k) number - k101915 & k061814. Product review of the vp500dm vasopress pump performed by zimmer biomet surgical on august 29, 2019 revealed that the battery pack was damaged and had electrical issues and the power cord was cut. Per the verbal communication with the technician the power cord wires were exposed. Repair of the vp500dm vasopress pump performed by zimmer biomet surgical on august 29, 2019 included replacement of battery and power cord. Vp500dm vasopress pump, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event "the device battery not charging" was confirmed since during product review the battery pack was damaged and had electrical issues. The reported event "the device had hole in the cord" was confirmed since during product review the power cord was cut. Per the verbal communication with the technician the power cord wires were exposed. A definitive root cause of the battery not charging could not be determined with the provided information since the cause for battery damage is unknown. A definitive root cause of hole in the cord could not be determined with the provided information since it is unknown hat caused the damage to the power cord. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time. This is a well-known failure mode, with no allegations of harm or injury. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the product was returned with no additional detail. Upon repair of the product, it was reported that the unit battery not charging, and there was a hole in the cord as well. It was confirmed by the repair technician that there were exposed wires. There was no patient impact, and this was not an out of box failure. No adverse events have been reported as a result of this malfunction.